Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was reported as possibly could be related "with plants or the sanitizer". On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with ceftazidime (loading dose of 1g followed by 250mg, for 21 days), vancomycin (100mg) and sodium heparin (1% cc) for the event. A day after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was "asymptomatic" 11 days after the event onset however, the patient has not recovered from the events. Action taken with pd therapy was unknown. No additional information is available.